Manufacturer narrative:
The referenced duodenoscope was not returned to olympus for evaluation. Olympus contacted the reporter to obtain more detailed information regarding the reported event, but with no results. The instrument history was reviewed but no service record was found. This report will be supplemented if additional information becomes available later.

Event description:
The olympus distributor reported that an endoscope was contaminated and a patient suffered an infection. The patient was reported to have been provided an antibiotic for treatment. The patient was discharged on (B)(6) 2019.